Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing resulting in pacing inhibition and associated asystole greater than two seconds. As a result, the lead was surgically abandoned and the patients cardiac resynchronization therapy defibrillator (crt-d) device was replaced with a cardiac resynchronization therapy pacemaker (crt-p) device as part of a therapy downgrade. The existing leads remain in-service. The patients ejection fraction was note to be normal. No additional adverse patient effects were reported.